Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7125171. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7136441. UDI: (B)(4).

Event description:
It was reported that the patient experienced discomfort and inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were disposed by the facility.